Manufacturer narrative:
This report is filed on june 29, 2018. (B)(4).

Manufacturer narrative:
This report is submitted on november 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017.